Event description:
After a few days on bed, pt refused to sleep on it. One night pt went to bed with feet elevated and head elevated as if they were in a recliner. Pt was argumentative and wanted to get out of the bed. Pt was given halperidol. Family member sat with pt until they fell asleep. At 3:30am pt was sleeping comfortably with their oxgyen on. Pt was the same at 4 am. At 5:20 family member heard pt crying "help". When family member arrived pt was between railing and the bed with their head almost at the floor. Pt appeared to be dead. CPR begun. Emt's arrived and started CPR and got a pulse though they initially thought they were dead. Pt was taken to hosp and taken to ICU. Pt never regained consciousness. Pronounced brain dead the next day. Later rptr noticed that the mattress was too small for the bed, the railing is 4 inches away from the bed on the left and 2 inches away from the bed on the bottom. Rptr called coroner who felt pt was comatose when pt left the house and died from entrapment. Another coroner was paid for an autopsy and he says pt died from asphyxiation and entrapment. Bruises were found on pt's arm as pt was fighting to get out of bed. Rptr was instructed to put the side rails up and rptr did so as instructed. The funeral director had trouble covering the bruises for pt's funeral. Rptr feels pt was terrified and knew the bed was killing them. The bed was obtained from a medical supplier. Rptr was never warned that siderail entrapment was a possibility. In a 24 hr period of a day pt was not left alone more than 2 hrs.